Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. Corrected fields: g2 (health professional should not be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no output from signal video port occurred due to printed circuit board failure. In addition, it was presumed that stress such as heat and humidity affected to circuit board, then it led to failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that there was no output under signal video channel due to defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no output from the signal video port. The issue occurred during maintenance. There were no reports of patient harm.